Event description:
It was reported that before use, cs300 intra-aortic balloon pump (iabp) had a sealing ring at the interface of the helium cylinder lost when the customer replaced the helium cylinder. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) provided a spare sealing ring when the equipment was installed and it was replaced. All functional and safety checks performed to meet factory specifications.